Manufacturer narrative:
This is one of three events concerning the same patient with different reportable events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a fluid leak after removing the cassette form the liberty select cycler after completing treatment. The patient was advised to discontinue the use of the cycler. Patient was advised to contact the clinic. Follow up with the patient¿s peritoneal dialysis nurse indicates that the leak occurred on two previous treatments. The patient did not experience any complications and there was no medical intervention. The liberty select was replaced. Additional information was solicited.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (heater bag not detected) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The fifteen minute self-test / treatment was perform and completed without any failures or problems. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
"."

Manufacturer narrative:
Correction: dob, weight.